Manufacturer narrative:
The pump passed the volume accuracy test. The motor was tested outside of the device and it passed.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Pending dva and motor testing.

Event description:
The customer reported that she was hospitalized due to low blood glucose. Customer stated that she was diagnosed with a mono a week ago and blood glucose has been low. Customer stated had dinner and blood glucose was 110 mg/dl after 20 minutes she passed out and had car wrecked and was taken to the hospital. Troubleshooting was done. Customer's blood glucose was 30 mg/dl. Customer treated with food and glucose tablets. The customer was in a vehicular accident and was a driver. The cause of the low blood glucose was the insulin pump or mononucleosis. Customer felt she under counted the carbs for the food she ate. Customer stated that the insulin pump was exposed to an xray. Assisted the customer to perform displacement test and test passed. Advised to speak with their health care provider for low blood glucose and to monitor the insulin pump. No further information provided.